Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿inappropriate implantable cardioverter defibrillator discharge from sensing of external alternating current leak.¿ journal of interventional cardiac electrophysiology 7, 181¿184, 2002. (B)(4).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿inappropriate implantable cardioverter defibrillator discharge from sensing of external alternating current leak.¿ journal of interventional cardiac electrophysiology 7, 181¿184, 2002. (B)(4)

Event description:
A journal article was reviewed which contained information regarding the implantable cardioverter defibrillator (ICD) system. The article indicated that a pediatric patient had received an inappropriate shock while swimming in a pool. The patient had no reported symptoms before the shock. The article indicated that the stored episodes of the device revealed ¿electrical activity¿ consistent with ¿alternating current.¿ additional interrogation of the device revealed additional episodes of ¿abnormal electrical activity¿ that occurred two weeks before and four days after the ICD shock. The patient returned to the hospital a week later after another inappropriate shock was experienced while the patient was taking a shower at a campground. The shower was powered by an electrical generator. The article further reports that the patient was subsequently admitted to the hospital for ICD generator replacement. During the procedure, it was noted that the lead appeared to have ¿good integrity¿ and no evidence of an insulation break. The article stated that the lead was connected in the opposite ports of the ICD. A new ICD generator was implanted and the existing lead was connected, with special care was taken to place the lead in the corresponding ports. The explanted ICD was evaluated by the manufacture and no evidence of device malfunction was found. The article indicated that the nine months following the new device implant, there were no inappropriate shocks given, and no noise was seen on the sensing channel. The existing lead and new device appear to be still in use. No further patient complications have been reported as a result of this event.

Event description:
A journal article was reviewed which contained information regarding the implantable cardioverter defibrillator (ICD) system. The article indicated that a pediatric patient had received an inappropriate shock while swimming in a pool. The patient had no reported symptoms before the shock. The article indicated that the stored episodes of the device revealed ¿electrical activity¿ consistent with ¿alternating current.¿ additional interrogation of the device revealed additional episodes of ¿abnormal electrical activity¿ that occurred two weeks before and four days after the ICD shock. The patient returned to the hospital a week later after another inappropriate shock was experienced while the patient was taking a shower at a campground. The shower was powered by an electrical generator. The article further reports that the patient was subsequently admitted to the hospital for ICD generator replacement. During the procedure, it was noted that the lead appeared to have ¿good integrity¿ and no evidence of an insulation break. The article stated that the lead was connected in the opposite ports of the ICD. A new ICD generator was implanted and the existing lead was connected, with special care was taken to place the lead in the corresponding ports. The explanted ICD was evaluated by the manufacture and no evidence of device malfunction was found. The article indicated that the nine months following the new device implant, there were no inappropriate shocks given, and no noise was seen on the sensing channel. The existing lead and new device appear to be still in use. A reply from the author indicated that there was no additional information available. No further patient complications have been reported as a result of this event.